Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an adverse event on (B)(6) 2014. Patient claimed that their receiver displayed the error reading symbol for two hours. During this time, the patient was unable to receive blood glucose readings from the device, experienced a low blood glucose level, and passed out. Patient stated that an employee called the paramedics and the patient was administered glucagon. At the time of contact, patient did not report any further medical intervention and was doing okay.